Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device was reportedly leaking. 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 1 event was previously reported during the reporting quarter; however: - 2 previously reported events were included under MFR report # 0001811755-2020-00237 but should be included under this report. - 3 total events were reported for this catalog number/device code combination for the reporting quarter and are included in this follow-up record. Product return status 3 devices were received. Event confirmation status 3 reported events were confirmed. Evaluation results 2 devices were found to be affected by internal corrosion. 1 device was found to be affected by contamination.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device investigation type has not yet been determined. Additional information: 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device was reportedly leaking. 1 event had no patient involvement; no patient impact.